Event description:
It was reported that the pt underwent placement of a bravo ph monitor in 2006. Upon getting an x-ray a metallic foreign body was observed lodged in a diverticilum in the pt's sigmoid colon, which was the bravo capsule. CT scans over the next two years confirmed that the capsule remained. The pt was asymptomatic and the decision to remove the capsule at his next screening colonoscopy or to have an additional colonoscopy was not yet made. At this time the pt outcome is unk. Further info is being requested.

Manufacturer narrative:
Results: capsule.